Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a cardiac ablation procedure to the right ventricle outflow tract (rvot) with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, transseptal puncture was done with an unknown transseptal needle, and ablation was done for 10 seconds at 20 watts. There was no evidence of steam pop during the ablation. Recommended irrigation settings were used. The force visualization features used included graph, dashboard, vector and visitag. No bwi product malfunctions occurred throughout the procedure. Post-procedure it was noticed that extensive patient movement during the case resulted in 2cm global effusion. Pericardiocentesis was performed to drain 10-15 ml of blood from the pericardial space, described as ¿minimal blood collected¿ and the patient was sent for scan. Extended hospitalization was not required. Patient¿s outcome is unknown. Physician causality opinion was not provided.